Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass surgery, the reinforced reload was used and able to fire using signia stapler. After firing, the device returned the articulation to neutral, however, the jaws would not open. After few manipulations with the toggle and articulation, the jaws was able to open from the tissue. The staple line and reinforced material looked good and intact. To continue with the case, a manual stapler was opened. On this manual stapler, 3 reloads of the same lot number had the same issue of distal tip not closing completely. The issue was discovered during loading/cycling the stapler. A new reload from a different lot number was opened and used without any issue. There was no patient injury.